Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, which included instructions on how to reset the pump. After performing the reset, the error did not reappear, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.